Event description:
It was reported that during a bph prostate procedure the fiber was noted to have commenced ¿forward firing¿ the procedure was completed with the use of a second fiber. Patient outcome: no injury to the patient was reported.

Manufacturer narrative:
(B)(4).